Event description:
It was reported the customer was experiencing high blood glucose. The customer stated their high blood glucose may be caused by stresses in their life. The customer also reported being on their menstrual cycle, which could cause their high blood glucose. The customer also reported an incident where they had hit a capillary vein when they inserted their infusion set. Customer stated there was a lot of blood at site and bruising occurred. The customer declined to troubleshoot. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).